Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, scope communication error (e226) and image disappearance were noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head had bad image quality. Up on evaluation of the customer¿s returned device, scope communication error e226 was observed, and the image disappeared. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the error occurred due to kinks on the cable and corrosion on the electrical contacts of the connector. We could not identify the cause of the defect. As to faulty cable, we checked the contents described in the then instruction manual and found the following descriptions. We determined that the phenomena might have been prevented by following these descriptions. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional evaluation results were provided. During evaluation it was observed, camera cable was twisted/flooded, imaging unit was flooded, the video connector was cracked, and the video connector electrical contacts was corroded / dented. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received indicating that the reported event occurred prior to use.